Manufacturer narrative:
Despite repeated requests, the device will not be returned to concert medical for inspection and root cause analysis. Therefore, investigation was limited to DHR review; no anomalies were found.

Event description:
Physician reported that, after crossing the aorta, the guiding catheter entered a peripheral arteria. When the physician removed the guidewire, the distal portion of the device broke and remains in the artery. User also reports that this incident happened with the same device some days before.